Manufacturer narrative:
Section d6b: if explanted, give date: not applicable, as lens was still on patient's eye. Section h3-other (81): the intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported that they deployed the intraocular lens (iol) in the posterior capsular bag of patient's left eye os (oculus sinister) and proceeded to align the iol. The iol was noted to fall posterior and posterior capsule tear was noted. No vitreous prolapse seen. Decision was made to close the eye. Wounds were closed with balanced salt solution. Secondary intervention was needed. This was not related to they catalys system per doctor.